Manufacturer narrative:
Additional information has been provided in d.3., h.3., h.6., and h.11 manufacturer report number corrected and reported under 1119421-2025-02438 for hwv the manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implant procedure, the surgeon noticed implant stuck in incision during placement in the eye. The lens was removed with forceps, mark was noticed on the implant and replaced with non-company lens during initial procedure. The procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).